Event description:
Vns pt was experiencing rapid heart beat. The pt also reported pain in the left side of their neck, left arm pain and left leg pain when they initiate magnet mode stimulation. Additionally, the pt reports that they had petit mal seizures. The pt reported these symptoms to their neurologist and scheduled an appointment for follow-up.